Event description:
It was reported that during ventilation with the test lung, there was a problem with the hospital's pipeline system. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that during ventilation with the test lung, there was a problem with the hospital's pipeline system. Identification of issue has been done by analyzing problem description and communication with the technician. The device¿s logs have been not available for further evaluation. There was no sign of trouble or any deviation of specification that could be found or confirmed with the device itself. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 07/02/2021; corrected manufacture date: 12/03/2020.

Event description:
Manufacturer ref.#: (B)(4).